Event description:
It was reported that during a procedure, when the fiber was operated, the debris shield was damaged by the fiber, it made a squeaking noise and could not work normally, and another fiber was replaced in time for normal use. There were no patient complications. Analysis of the returned device identified a connector fracture.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned device confirmed the reported clinical observation as analysis identified a fractured connector. The fiber was received in one piece. The fiber tip looked good. There were burn marks identified on the connector face, and the light exiting the connector face was distorted, indicating a fractured connector. The aim beam was weak and slightly distorted. The console displayed a message that read: treatments used: 0, treatments left: 1. Media was provided which showed the fiber but the picture did not show any damage on the fiber. The observed condition of distorted or no light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup or use. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. In addition, it is likely that the interaction between the fractured connector and blast shield led to the burn marks observed on the connector face. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Hold the fiber tip to a non-reflective surface, and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. The review completed on the device history review (DHR) for this device confirmed that it met specification prior to release. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.